Event description:
It was reported that the device was used during a resection. Ti was reported that the device was empty. Another device was used tos complete the case. There was no consequence to the patient.